Event description:
It was reported that on (B)(6) 2024 (post-op day 1), patient was found to have a small abrasion near umbilicus that did not require further intervention at that time. Five days later patient presented to walk-in care with a suspected burn obtained during the original procedure, which was a laparoscopic cholecystectomy. Customer verified that the original procedure was completed without any issue reported. The said abrasion was discovered post-op. They are not sure if any treatment was given to the patient, nor did they know how the patient is doing now.

Manufacturer narrative:
Customer will not return the device to us, we therefore are not able to send it the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Complaint will be tracked and trended. This event is filed under internal complaint ID (B)(4).